Event description:
A biomedical technician (bmt) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a blackened and burnt wiring to the bicarbonate port valve (104) and rinse port valve (108). The machine was alarming with ¿check acid connector¿ and ¿v104 stuck open¿ messages on power-up or when it entered rinse mode. Upon troubleshooting the machine issue, the bmt found the wiring connected to the bicarbonate port valve (104) and rinse port vale (108) of the bibag interface board was blackened and burnt. There was no smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the blackened and burnt wiring. Additionally, there was no damage observed on any other components, or any other additional issues, associated with the blackened and burnt wiring. The machine has not had any past problems with failing the electrical leakage test and was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet at the time the issue occurred. The machine had approximately 25,000 hours. It was confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The acid reed switch, acid port, acid port pressure transducer #106, bibag interface board, bibag valve assembly and cables were replaced to resolve the reported issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The samples are available to be returned to the manufacturing plant for evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should any parts be returned at a later date, a supplemental report will be submitted capturing the updated investigation results

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a blackened and burnt wiring to the bicarbonate port valve (104) and rinse port valve (108). The machine was alarming with check acid connector and v104 stuck open messages on power-up or when it entered rinse mode. Upon troubleshooting the machine issue, the bmt found the wiring connected to the bicarbonate port valve (104) and rinse port vale (108) of the bibag interface board was blackened and burnt. There was no smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the blackened and burnt wiring. Additionally, there was no damage observed on any other components, or any other additional issues, associated with the blackened and burnt wiring. The machine has not had any past problems with failing the electrical leakage test and was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet at the time the issue occurred. The machine had approximately 25,000 hours. It was confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The acid reed switch, acid port, acid port pressure transducer #106, bibag interface board, bibag valve assembly and cables were replaced to resolve the reported issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The samples are available to be returned to the manufacturing plant for evaluation.